Event description:
It was reported that during preparation for a pci procedure, stent damage occurred. The lesion to be treated was located in the proximal left anterior descending (lad) coronary artery. During unpacking, the middle of the stent was "bulged". The event occurred outside of the patient and the device was not used. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."